Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trail that the index procedure took place in 2008. Four xience v stents were implanted in the mid lad. Eight days later, the patient experienced cardiac arrest/collapsed at home in front of family. Asystole without a pulse on arrival to emergency dept. The patient was not taking aspirin at the time of the event; however, was taking plavix and warfarin. Patient was given epinephrine two times and sodium bicarbonate in the emergency room (ER). Chest compressions were continued in the ER. An ultrasound was done in the ER which showed minimal cardiac activity. The ER report also states that external pacing was attempted and was unsuccessful. The ER declared the patient deceased after a total down time of 1 hour. According to the ER report there was not an autopsy requested. No additional event or patient information is available.

Manufacturer narrative:
The three other xience v stents are being filed under the same MFR number.